Manufacturer narrative:
The insulin pump alarmed during rewind due to encoder out of phase. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm. Blood glucose level at the time of the incident was around 208 mg/dl. During troubleshooting, the device failed the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.